Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored multiple nonsustained episodes and two episodes that were treated with anti-tachycardia pacing (atp). The electrograms showed the therapy was inappropriate due to oversensing. Data was submitted to technical services for review. Upon review, it was noted the device was oversensing t-waves, due to small amplitude qrs signals. The amplitude was about 2mv, much lower than recommended in labeling and could result in undersensing a potential arrhythmia as well as oversensing of the t-waves as observed in this case. An right ventricular (rv) lead revision was suggested. The field representative reported the physician was considering performing a defibrillation threshold (dft) test to ensure proper sensing and conversion. It was also noted that the pacing impedance on the rv lead was trending upward while the shock impedance measurements were occasionally high, out-of-range at 125-129 ohms. The field representative reported that no dfts have been performed and the patient was scheduled to return in three months for a device follow up. No adverse patient effects were reported. The device and lead remain implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored multiple nonsustained episodes and two episodes that were treated with anti-tachycardia pacing (atp). The electrograms showed the therapy was inappropriate due to oversensing. Data was submitted to technical services for review. Upon review, it was noted the device was oversensing t-waves, due to small amplitude qrs signals. The amplitude was about 2mv, much lower than recommended in labeling and could result in undersensing a potential arrhythmia as well as oversensing of the t-waves as observed in this case. An right ventricular (rv) lead revision was suggested. The field representative reported the physician was considering performing a defibrillation threshold (dft) test to ensure proper sensing and conversion. It was also noted that the pacing impedance on the rv lead was trending upward while the shock impedance measurements were occasionally high, out-of-range at 125-129 ohms.